Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) had migrated from the corpora body of penis to the scrotum. A surgical procedure was performed, during which the left cylinder and rear tip extender were removed and replaced. No patient complications were reported.